Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer addressed the problem by changing the infusion set and cartridge, then resumed insulin.